Event description:
A (B)(6) year old male underwent total right hip arthroplasty by dr. (B)(6) at (B)(6) hospital on (B)(6) 2021. Stryker rejuvenate modular stem and neck device implanted. On(B)(6) 2012 stryker issued a voluntary recall of the stryker rejuvenate modular stem and neck. All right total hip hardware explanted (B)(6) 2021 and revision total hip arthroplasty performed (B)(6) 2021. FDA safety report ID # (B)(4).